Event description:
A pt reported experiencing inaccurate erratic results with their meter. The pt's blood glucose results were 36 and 122 mg/dl. Tests were done within 1 minute with a difference of 76mg/dl. Pt did not experience any adverse events. No further info has been reported.